Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the 6-month postoperative follow-up, radiographic evaluation revealed a fracture of the inferior portion of an roi-c anchoring plate implanted at the c5/6 level. The patient is currently under observation and no revision surgery is scheduled.